Event description:
It was reported the programmer will not save to usb (universal serial bus) easily. It is believed the part behind door is faulty. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event; able to save to both usb (universal serial bus) ports with no fault found. Analysis found the ECG (electrocardiogram) connector of a printed circuit board assembly is loose. (B)(4).